Event description:
A customer reported that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was used in an arthroscopic left shoulder cuff repair procedure on (B)(6) 2025, and ¿during acromial cleaning (arthroscopy), breakage of a metal piece 3 mm piece of metal from the electrocoagulation probe lodged in the patient's deltoid muscle (seen in the intraoperative x-ray). No conflict with adjacent structures, so not removed. Probe changed." The procedure was completed with "another probe" and a delay of 1 hour. Further details have been requested but have not been made available to date. This report is being raised due to the reported injury of a retained foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 56 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was used in an arthroscopic left shoulder cuff repair procedure on (B)(6)2025, and ¿during acromial cleaning (arthroscopy), breakage of a metal piece 3mm piece of metal from the electrocoagulation probe lodged in the patient's deltoid muscle (seen in the intraoperative x-ray). No conflict with adjacent structures, so not removed. Probe changed.¿. The procedure was completed with ¿another probe¿ and a delay of 1 hour. Further details have been requested but have not been made available to date. This report is being raised due to the reported injury of a retained foreign body.